Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 disconnected from the drawer module printed circuit board due to a defective drawer controller printed circuit board. A field service engineer replaced the drawer controller and drawer module printed circuit board, then rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station lost power supply and displayed an error indicating that the device was not communicating. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.